Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, based on the limited information provided, the root cause of the evos screw breakage or its removal cannot be determined. Additionally, no clinically relevant supporting documents were provided to support the implantation of the screw was not successful. The evos screw, it is made of a bio-composite material which is intended for implantation. However, the impact to the patient beyond the potential for screw migration and the potential risk for tissue inflammation and/or pain cannot be determined. It is unknown if there was a delay or if a backup device was available. Therefore, no further clinical/medical assessment is warranted at this time. A review of complaint history did not reveal additional complaints for the listed device. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to surgical technique used or user/procedural variance. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Complaint reference: case (B)(4).

Event description:
It was reported that the evos screw broke while trying to remove it from the patient and a broken piece was retained in the patient.